Manufacturer narrative:
The pod was received with the needle mechanism assembly deployed. No damages or deficiencies were observed with the exposed soft cannula that would contribute to a cannula dislodge. The cause of the reported cannula dislodge event could not be determined. The pod was received with the adhesive pad attached to the bottom housing of the pod and the adhesive welds were observed to be intact. The cause of the reported failure to adhere event could not be determined. During fluid path testing, the fluid had no issues traveling the complete fluid path and no leaks were found. No problem was found regarding the reported leaking during wear event. The pod data showed an alarm occurred, indicating the agc_ bolus command was received too early (before 4 min 30 sec). No timeouts or drive stalls were observed and there was no indication that there was an issue with insulin delivery. No damages or defects were found that would cause the hazard alarm. It could not be determined what caused the alarm. The shelf mode current measured out of specification. Further inspection of the pcb assembly found no visible damages or defects that would contribute to a high shelf mode current. It could not be determined if the high shelf mode current contributed to the observed hazard alarm. The exact cause of the high shelf mode current could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to confirm or determine the root cause of the reported dislodged cannula. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to greater than 250 mg/dl while wearing the pod between 24 and 36 hours. The adhesive completely separated from the infusion site (leg), causing the cannula to dislodge and leak. As treatment, a new pod was applied.